Manufacturer narrative:
Customer has indicated that the device is lost and wont be returned for investigation. The lot number was not provided, therefor DHR and complaint history were not reviewed for this lot. Dfmea was investigated for the failure mode and it is captured. A follow up report will be submitted to relay any additional information received. Cayenne will continue to monitor for future events. H3 other text : device not returned.

Event description:
It was reported that patient underwent a revision surgery for anchor migration. Patient was revised using titanium all thread anchor.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision surgery for anchor migration. Patient was revised using titanium all thread anchor.